Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out of range pace impedance measurements at the patient's one month post-implant follow up. All other values were within normal limits. Boston scientific technical services (ts) reviewed data stored to the device and indicated that impedances appear to have increased gradually and stabilized around 2,100 ohms. It was recommended to closely monitor the patient going forward to assess whether the lead stabilizes. The lead will be reassessed in 2 months. The patient was reported to not be pacemaker dependent. No adverse patient effects were reported. This system remains in service.